Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use mdi as a backup therapy while technical support prepared to send a replacement pump. The caller received guidance on using the new pump and was instructed to return the faulty pump to tandem.